Event description:
The advocate stated she tested her husband's glucose around 3:00 am, because he was sweating and unable to talk or move. His contour meter read 103 mg/dl. She gave him some soda and sugar water and retested his glucose 20 minutes later. The contour read 226 mg/dl, but she decided to call paramedics due to the way her husband was acting. Paramedics arrived within a few minutes and tested the customer's glucose at 40 mg/dl using their meter. The difference between the meter readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. Paramedics offered to take the customer to the hospital, but he refused. They told the advocate to give him something to eat, in order to raise his blood glucose level. The advocate performed control tests while troubleshooting and the results fell within the normal control range. No product will be returned at this time.